Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth issue on the mobile app on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a bluetooth issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.